Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip broke with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: tip breakage; broken syringe.

Event description:
It was reported that tip broke with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, translated from german to english: tip breakage, broken syringe.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 309110 to investigate for this record. The provided photo presented the tip broken, verifying the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.